Event description:
Customer called on (B)(6) 2011 stating that the waste drain line of the unicel dxh 800 coulter cellular analysis system spilled fluid onto the computer and the workstation/manager was not powering up. Patient results were not involved as the instrument was powered down when the system manager was damaged. No death or injury was attributed to this event and there was no change to patient treatment. Customer was wearing gloves, gown and goggles at the time of the incident and no injury or exposure was reported. Field service engineer (fse) was dispatched and stated that the waste line at the back of the instrument had come out of the sink where it drains. It was unknown how this occurred, however the operator had cleaned up the waste, disinfected the area and placed the waste line back into the sink. Customer had an external company install a fitting to secure the waste line. Fse replaced the system manager, loaded software and verified repair per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).